Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic thoracoscopic right upper lobe resection, while being used on the right superior lobe vein, the reload was properly installed, pressed the green protection button and the handle was unable to fire. The handle was replaced to complete the case. There was no patient injury.